Event description:
After a procedure involving a neptune rover, the manifold was not able to be extracted without fluid spraying from the device. There was no medical intervention needed and no procedural delays. The procedure was completed successfully.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results. Product discarded.

Event description:
After a procedure involving a neptune rover, the manifold was not able to be extracted without fluid spraying from the device. There was no medical intervention needed and no procedural delays. The procedure was completed successfully.